Manufacturer narrative:
The device was not returned for evaluation; event history download was unable to be performed, probable cause was unable to be determined.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.additional contact telephone number -(B)(6).

Event description:
The event involved a plum 360 infusion pump that was reported to have failed flow accuracy test during preventative maintenance. A new mechanism assembly was installed. There was no patient involvement; there was no harm reported as a consequence of this event.